Event description:
It was reported that during a knee surgery, a metal piece from the unit fell off into the pt. It was further reported that the piece was retrieved. The surgery was competed with another unit and the pt was reported to be fine.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.